Event description:
During a follow-up, low sensing values and loss of capture at maximum output were observed. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.